Event description:
The inflation kit would not register on the intellisystem machine. Another kit was opened and worked without difficulty. Registered on same machine.====================== health professional's impression======================no harm was done, the device did not work.